Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line placed by PICC nurse as ordered and noted that it was leaking around cap on the purple port. PICC nurse did not have the different type of caps with her that were effective in correcting the issue in the past, so a pigtail extension was placed which corrected the issue." Additional information received 04/26/2022: "I have no other information on this occurrence. PICC nurse just stated that she has seen this here before. Unsure of timeframe."